Event description:
A pt was connected to a telemetry transmitter and had rolled over on his stomach and stopped breathing. The pt coded and died. Nurses are reporting that they did not hear any alarms to alert them to the pt not breathing.

Manufacturer narrative:
It is spacelabs policy to file a medwatch report whenever a pt death has occured. Spacelabs is evaluating this event and will file a follow up report once the eval is concluded.